Event description:
Needleless connector stuck in "open" position after syringe removed from central line. Line back flowed blood. Rn quickly clamped line and sterilely changed connector. The sample was shipped to the mfg for investigation. They returned a letter with the investigation outcome, confirming the defect. ICU medical reference number (B)(4). Manufacturer response for needleless connector, microclave clear neutral connector (per site reporter). Letter from manufacturer received. ICU medical reference (B)(4).